Event description:
It was reported that while rock climbing the patient fell and had been experiencing tenderness at one of their lead anchors. A revision surgery occurred, one of the anchors had been tugged and was removed. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿lead pulling sensation¿ is not available.